Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 511212, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient woke up to their chest being sore and tender to the touch and believed they had been shocked by the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.